Event description:
It has been reported that the AED is not functioning properly.

Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Updated device problem code as confirmation was received stating the device was experiencing speaker issues.